Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator. The system operates as intended.

Event description:
It was reported that the system would fail booting up intermittently. There is no report of intermittently. There is no report of injury or death associated with the event described in this complaint.